Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial lead exhibited high out of range pacing impedance measurements. The rise has been gradual over the reviewed six month period and the technical services consultant suspected a root cause due to lead tip calcification. The patient is low atrial paced; no resulting adverse effects have been reported and to date, no intervention has been required.